Event description:
It was reported that guidewire fracture occurred. A pt graphix guidewire was selected; however during the procedure the coronary wire fractured.

Event description:
It was reported that guidewire fracture occurred. A pt graphix guidewire was selected; however during the procedure the coronary wire fractured. It was further reported that this event is a duplicate of MDR report number 2134265-2021-11321.